Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient underwent the following procedures: l5-s1 anterior discectomy l5-s1 placement of cage with bmp arthrodesis, repair of right iliac vein at bifurcation of vena cava, vessel guard placement x2, intraoperative neurophysiologic monitoring evaluation, intraoperative fluoroscopy image evaluation. No radiologist was present or available in the operating room. Op-notes: the cage was found to be in good position radiographically. Pulse oximetry of the left great toe was ongoing during the procedure to assess the perfusion in the left lower extremity. Hemostasis was adequate. Graft was placed between the vessels and the spine as well as loosely over the vessels. The wound muscle was reapproximated with interrupted 0 vicryl mattress sutures. The patient tolerated the procedure well. She was then transferred to the recovery room in satisfactory condition. On (B)(6) 2009, the patient underwent the following procedures: l5-s1 anterior discectomy, l5-s1 placement of cage with bmp arthrodesis, l5-s1 anterior stabilization, vessel guard graft placement, intraoperative neurophysiologic monitoring evaluation, intraoperative fluoroscopy image evaluation. No radiologist was present nor available in the operating room to treat the pre-op diagnosis: l5-s1 degenerative disc disease. Low back pain right lower extremity pain. Dysfunctional motion segment instability l5-s1. Op notes: the implant trial was used to determine the correct size for the implant. The 42 x 15 x 12 degree trial was selected and inserted into the disc space and checked for sizing with fluoroscopy. The wound was copiously irrigated with antibiotic irrigation. Two bmp sponges were inserted into the 42 c15 x 12 deg. Cage. The cage was then tapped into position in the l5-s1 disc space and verified by fluoroscopy. Two 30 mm screws and one 25 screw were then applied through the cage. Two 30mm screws. One in the l5 body and one in the l4 body one 25mm screw into the s1 body under fluoroscopic guidance. Tow narrow bmp sponges were placed lateral to the cage. Ap and lateral fluoroscopy was used to verify good positioning of the total construct. On (B)(6) 2011, the patient underwent the following procedures: bilateral sacroiliac joint injections under fluoroscopy to treat the following pre-op diagnosis: chronic low back pain secondary to failed back surgery syndrome due to lumbar radiculopathy, sacroiliac and facet joint arthropathy. On (B)(6) 2011, (B)(6) 2012, the patient underwent the following procedures: transforaminal lumbar epidural steroid injection at left l3-4 and right l4-l5 levels under fluoroscopy to treat the following pre-op diagnosis: chronic low back pain secondary to failed back surgery syndrome due to lumbar radiculopathy, sacroiliac and facet joint arthropathy.